Event description:
It was reported to technical services on 12/27/2010 that this lead is causing the patient to experience stimulation at 7 pm every day for 15 minutes. The patient was referred to their physician. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)